Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The potential root cause was due to defective load cells as a result of damage sustain by mishandling. Visual inspection was performed and found damaged load plate cover as a result of mishandling. In addition, the front and top enclosures were noted damaged, unrelated to the reported issue. To remedy the damage, the load plate cover and front and top enclosures need to be replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 on the customer reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) will not start compressions. The customer replaced the lifeband then tried to pull it up with no results. The customer thought he saw a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. There was no report of patient involvement.